Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect as described in the eversense user guide and does not require additional investigation. The user indicated a history of sensitive skin. The user's healthcare provider was aware of the event and prescribed topical medication for management of the skin irritation. The symptoms did not result in sensor removal. Per review of the data management system, the user discontinued use of the system on (B)(6) 2026. Customer care reviewed the information with the user, provided adhesive use guidance, and shared adhesive tips.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which the user reported skin irritation associated with use of the clear adhesive patches. The user described redness and itching localized to the area of adhesive contact.